Event description:
As reported by the user facility:according to the complainant, the patient coded and passed away while undergoing dialysis treatment. The treatment duration was reported to be less than two hours. Although requested, no additional information has been made available. It was reported that a patient coded and passed away while undergoing dialysis treatment. The treatment duration was reported to be less than two hours. Unfortunately, no additional information was provided. Despite multiple follow-up attempts, no details regarding a technical inspection or the machine's condition were shared. Furthermore, no machine data records were made available to support the investigation. As a result, the assessment was conducted based solely on the information and data at hand. All safety relevant functions are tested during the machine's self-tests in preparation. If there is a safety relevant error, no therapy start is possible. If a safety relevant malfunction occurs in therapy, the machine triggers an alarm and switches to patient-safe mode. Based on the available information, the cause for the patient death is not comprehensible. No machine failure was reported. Based on the preceding information, we do not observe any evidence suggesting a link between the death and the machine. The event is considered as not reportable by the manufacturer.